Event description:
It is reported that it was made a jugular catheter insertion in a child ((B)(6)) without "intercurrences". At the time of recession of the guide wire there was a cut on the outside of the wire, on the mark of 1 cm. The wire was disintegrating and leaving through this hole.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of resl0084 showed no other similar product complaint(s) from this lot number.